Event description:
It was found during a baxter evaluation that a pump is inoperable due to a constant load slide clamp error. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was received inoperable due to a constant load slide clamp error, not allowing a set to be loaded. Evaluation found excessive fluid intrusion in the keyhole not allowing proper function and detection of slide clamp. The keyhole assembly will be replaced.